Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical application specialist reported that an energy error message occurred during a procedure. The device stopped working and error message appeared. Company was contacted and problem was resolved. Patient's treatment was resumed and completed. At this time, there is no known harm to the patient and it was noted that it was to early to provide information on whether or not the targeted refractive was achieved.

Manufacturer narrative:
Logfile review showed that the energy check was not within the required range. Energy check was performed at 9am - the treatment was started at 1:14pm. Therefore, the time between the treatment and energy check is way too long since the laser head warmed up and the temperature inside the room was changing. Therefore, the energy level was not the same as in the morning. The root cause for the reported energy error which interrupted the treatment can be determined as procedure was not followed by the user. The user manual requires to perform an energy check prior starting a treatment. The manufacturer internal reference number is: (B)(4).